Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated a sudden voltage drop leading to a ¿replace battery¿ alarmed, followed by a reboot, on (B)(6) 2014. The returned battery cap was used to complete testing. The battery compartment was observed to be cracked. The pump powered on normally with functional auditory and vibratory features. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and there was moisture corrosion found on the pcb and on the cgm module. The pump failed leak testing due to a crack between the display lens and the case seal. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014 the pump stopped working after the patient took a bath, and the patient was unable to restart the pump. Reportedly, there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.